Manufacturer narrative:
The peritonitis event was reported to have occurred on an unreported date in (B)(6) 2021. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as due to "improper operations". It was not reported if the patient was hospitalized for this event. The patient was treated with cephalosporin infusion (dose, route, frequency and duration were not reported) to diminish inflammation. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing during the treatment. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available as the reporter declined follow up.